Manufacturer narrative:
Add'l narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and was not running. It was further determined that there was no voltage output from the electronic control unit with the electric motor attached. It was determined that the electric motor was frozen and no rotation. It was determined that these issues were consistence with component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that the battery reamer/drill device was not running even with the battery devices fully charged. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.